Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was unknown mg/dl. The customer stated that the device alarm after the battery change. Customer was assisted with clearing the alarm. Customer was advised to monitor the device. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was admitted to the hospital. The customer high blood glucose are coming from pancreatitis as per healthcare provider. The customer blood glucose was back to normal. The customer was offered to troubleshoot for the insulin pump but she feels that her device is functioning.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.